Manufacturer narrative:
The report of the initial report was unknown. During follow-up communication a lot number was provided by the reporter. A device history record review of the lot showed that there were no temporary deviations for this lot. Upon evaluation of the pack's components it was noted that the returned component was not included in the lot reported, the lot for this complaint and returned sample is unknown. During the investigations it was found that there was a temporary deviation on the account's pack to remove component knife component and add the beaver micro-unitome blade. It is likely that the customer just reported the wrong lot number in the follow up report. Two beaver micro-unitome knife packages were returned for this complaint. One of the packages was empty and one of the packages was unopened; therefore, the suspect product that was found to be dull was not returned for this complaint. Functional testing was unable to be performed; therefore, the customer's complaint could not be verified in the lab. The sample was sent to the supplier for further investigation. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation caused by a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blades is unknown as the complaint could not be confirmed in the lab. The most likely root cause is an error during the supplier's manufacturing process. The most likely root cause of the customer's complaint for a dull blade is an error that occurred during the supplier's manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blades were dull during surgery. There was no patient harm. Additional information and product sample has been requested.